Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the patient's blood glucose on (B)(6) 2017 was 587 mg/dl with large ketones, abdominal pain, symptoms of dehydration. The reporter noted the patient was hospitalized and treated with insulin injections and intravenous fluids, they resumed pump therapy after replacement, and the pump'sdelivery settings were not recently changed by a healthcare provider. A battery compartment crack and intermittent power issue were reported. It was reported the battery cap was never changed. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/04/2017 with the following findings: a review of the black box showed the pump was running on the incorrect date. The unexplained power on reset event was found in the black box with deliveries resumed, another power on reset occurred and deliveries were never resumed. The battery compartment was cracked above and below the bumper pad. No moisture/corrosion was found in the battery compartment. The returned battery cap threads were stripped. The battery cap was unable to maintain an electrical connection, and the reported power complaint was duplicated. A test battery cap was used to maintain an electrical connection. The test battery cap was used to successfully complete 24 hour testing. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.